Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent breast augmentation on an unknown date and suture was used. Following the procedure, the patient broke out in hives at the suture line with intense itching on both sides of the body extending into the armpits. The patient was treated with a medrol patch. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/12/2015. Additional narrative: it was reported that the suture was used to close the tissue for patient¿s breast implants. There has not been any allergy testing. It was also reported that the patient had itching at the suture line, but the hives occurred elsewhere. The patient was treated with benadryl and medrol dosepack. The patient was seeing an allergist when the reaction had resolved. The patient¿s condition is presently good.

Manufacturer narrative:
It was reported that the patient underwent breast augmentation on (B)(6) 2015 and suture was used. Following the procedure, the hives and intense itching first occurred on (B)(6) 2015. The patient is seeing an allergist and planning patch testing.